Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-05125 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two injection gold probe devices were intended for use for hemostasis of a bleeding ulcer in the stomach. According to the complainant, the injection gold probe device was connected to the diathermy machine. When the physician tried to apply current, the probe appeared not conducting current to the tip of the probe. The physician replaced this device another probe and had the same problem. Using the same generator, the procedure was able to be completed with the third injection gold probe, which worked without incident. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. A ship history review was performed in order to identify the most probable lots involved in the reported event. A review of the device history record (DHR) of the probable lots was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the probable lots.